Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak. The fse noticed that baths were overflowing and the vic (vacuum isolation chamber) was not draining due to a clog in the line leading to the waste container. The fse replaced the tubing from the waste pump to the waste container and emptied the vacuum overflow chamber to resolve the leak. Failure mode is attributed to a clog in the line leading to the waste container which caused the vacuum to be backed up with fluid and the baths to overflow. Results: clog in the tubing leading to the waste container. (B)(4).

Event description:
The customer reported fluid leak of approximately 10-20 ml from the baths of the coulter act diff 2 analyzer. The customer indicated that the leak was not contained. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.